Manufacturer narrative:
Clinical investigation: there is a probable temporal relationship between the diagnosis of peritonitis, sepsis and (B)(6) and pd therapy on the liberty cycler. However, there is no documentation to show a causal relationship between the adverse event and the liberty cycler. Additionally, there is no allegation of a machine malfunction or deficiency related to the event. Per the pdrn it is believed the peritonitis was a result of the sepsis, but based on the available information a cause of the peritonitis and sepsis cannot be concluded. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported the plastic on the cycler¿s heater tray was burnt. The contact also stated that the patient was currently in the hospital. Technical services advised to discontinue use of the cycler, the cycler was replaced. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) clarified that the heater tray was discolored and not burnt. The patient was hospitalized (unknown date) for a diagnosis of peritonitis, sepsis and (B)(6) (unknown signs/symptoms). The pdrn believes the etiology of the peritonitis to stem from the sepsis. No hospital course is known. The patient was treated with unknown antibiotics (type, route, dose, frequency and duration unknown). The patient was discharged on an unknown date and expected to complete antibiotic therapy for another week. It is unknown if the patient continued pd therapy during hospitalization or if any fresenius products were utilized.

Manufacturer narrative:
Additional information: medical records received, concomitant product therapy date, clinical conclusion: there is a temporal relationship between pd therapy on the liberty cycler and the patient event of abdominal pain, nausea and vomiting with subsequent hospitalization for peritonitis. However, there is no information to show a causal relationship between the liberty cycler and the adverse event. The medical records document that the peritonitis was pd catheter (not a fresenius product) related. The patient development of hyperphosphatemia could have been a result of the patient not completing pd therapy prior to hospitalization or the patient¿s diet. There is no allegation of a machine malfunction or deficiency related to the event. Based on the information available, there is no documentation or indication the liberty cycler caused or contributed to a serious adverse patient event.

Event description:
It was reported a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to report the plastic on the heater tray was burnt. She requested a replacement cycler. The contact also stated that the patient was currently in the hospital. No information was provided. Per the peritoneal dialysis nurse (pdrn), it was clarified that the heater tray was discolored and not burnt. The pdrn also reported that the patient presented to the emergency department (ed) on (B)(6) 2018. The patient began experiencing significant abdominal discomfort on (B)(6) 2018. The patient was instructed to withhold pd treatment for that day. The abdominal pain worsened and that is when she presented to the ed. The patient has a recent history of methicillin resistant staphylococcus aureus (mrsa) bacteremia and endocarditis. Per the patient¿s son, the pd effluent had fibrous strands and was cloudy. The pd effluent was sent for culture and cell counts and the patient was started on intravenous (IV) vancomycin and ceftriaxone. The gram stain was negative, but the nucleated cells were 3995/ul. The patient was diagnosed with pd catheter (not a fresenius product) related peritonitis with no signs of catheter site infection or abdominal wall cellulitis. The patient continued antibiotic therapy transitioning to intraperitoneal (ip) vancomycin and cefepime (dose, frequency unknown) with expected end date of (B)(6) 2018. During hospitalization the patient was diagnosed with hyperphosphatemia (unknown lab values) and continued on sevelamer and calcium acetate. The patient symptoms improved and she was discharged (B)(6) 2018. The patient continues to have a white blood cell (wbc) count of the pd effluent monitored weekly at the clinic. The wbc count is improving (values unknown). The patient continued pd therapy during hospitalization but it is unknown if any fresenius products were utilized.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Encountered physical damage due to paint peeling on the heater tray. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The heater tray paint was flaking / peeling in the center of the tray. The front serial number label (p/n (B)(4)) lettering was faded. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined, tested positive for glucose. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.